Manufacturer narrative:
Follow-up information on 09-feb-2016: no further information was obtained despite all required follow-up attempts. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 10-feb-2016 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and end part of the insert (batch d30803) broke during insertion. This event, interpreted as device breakage, is anticipated according to the technical analysis. During difficult insertions, single cases have been reported of essure breakage. Since the device breakage in this case occurred during essure insertion procedure, causality with the suspect insert cannot be excluded. This case was regarded as other reportable incident as although the device breakage did not lead to death or serious deterioration in health, this might have occurred under less fortunate circumstances. A review of the manufacturing batch record was performed and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. Based on the available information no product quality defect was confirmed (no sample returned). There was no event reported which indicates a new technical failure mode for the device. No further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Product technical complaint (ptc) investigation and final assessment were received on 07-jan-2016. The bayer reference number for the ptc report is: (B)(4). The UDI (unique identifier number) number for the device of lot d30803 (with manufacturing date of 10-nov-2014 and expiration date of 28-nov-2017) is: (B)(4). The UDI number for the device of lot d31452 (with manufacturing date of 25-nov-2014 and expiration date of 28-nov-2017) is: (B)(4). Final assessment: per the complaint narrative, the complainant claims the tip of the insert was bent and/or broken. As of 14-dec-2015, the rqu (responsible quality unit) has not received returned product for this case. This case is being processed as if no product will be returned. If product is received by the rqu in the future, a child case will be opened and an investigation will be completed on the returned device. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. Moreover, no medical events were reported, therefore the assessment of a relationship with quality defect is not applicable. Since no medical events were reported, a batch investigation with respect to similar adverse event cases is not applicable. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and end part of the insert (batch d30803) broke during insertion. This event, interpreted as device breakage, is anticipated according to the technical analysis. During difficult insertions, single cases have been reported of essure breakage. Since the device breakage in this case occurred during essure insertion procedure, causality with the suspect insert cannot be excluded. This case was regarded as other reportable incident as although the device breakage did not lead to death or serious deterioration in health, this might have occurred under less fortunate circumstances. A review of the manufacturing batch record was performed and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. Based on the available information no product quality defect was confirmed (no sample returned). There was no event reported which indicates a new technical failure mode for the device. Follow-up information is being sought.

Event description:
This is a spontaneous case report received from a pharmacist in france on 04-dec-2015 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015 (lot numbers d31452, expiration date on 28-nov-2017 and d30803), for definitive contraception. The pharmacist reported that during intervention via hysteroscopy, 5 essure inserts had to be used including 3 inserts with dysfunction. The first insert used before insertion (batch d31452) was unusable as end part was bent as soon as it was unpacked. The second insert was placed without any difficulty. End part of the third insert (batch d30803) was bent and broke during insertion. The fourth insert (batch d31452) was inserted into tube but could not be released into ostium and had to be removed (reporter was wondering about possible defective release system). Clinical consequences for the patient were the following: intervention duration was prolonged from 15min to 1 hour. General anesthesia was required whereas anesthesia was initially planned via hypnosis. The patient stayed one hour and a half in operating room and went to recovery room, lying down. The gynecologist had to give the patient a disability leave whereas this kind of intervention usually did not require one. There was no cause related to the patient that could explain the events. Bilateral insertion was performed with another device. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and end part of the insert (batch d30803) broke during insertion. This event, interpreted as device breakage, is non-serious and unlisted in the reference safety information for essure. During difficult insertions, single cases have been reported of essure breakage. Since the device breakage in this case occurred during essure insertion procedure, causality with the suspect insert cannot be excluded. This case was regarded as other reportable incident as although the device breakage did not lead to death or serious deterioration in health, this might have occurred under less fortunate circumstances. A product technical analysis and further information are expected.